Manufacturer narrative:
Other relevant device(s) are: product ID: 37603, serial#: (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. Product ID: 3708660, lot#: nkn203244v, product type: extension. Product ID: 3387-40, serial#: (B)(4), product type: lead. Product ID: 3708660, lot#: nkn203245v, product type: extension. Product ID: 3387s-40, lot# : va1z6de, product type: lead. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 13-nov-2022, UDI#: (B)(4); product ID: 3387-40, serial/lot #: (B)(4), ubd: 13-nov-2022 ; product ID: 3708660, serial/lot #: (B)(4), ubd: 13-nov-2022, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 14-sep-2020, UDI#: refer to manufacturer report #3004209178-2021-08786 for related system. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), who reported the patient¿s left side implantable neurostimulator (ins), extension, and lead were removed yesterday and replaced with another manufacturers. The rep was told some part of the extension couldn¿t be removed from the patient and thus they had some variety of abandon component which could have been due to adhesion to tissue. The rep was wondering about MRI compatibility. The rep later reported the cause of the system explant was unknown, but the entire dbs system on both the right and left were going to be removed and replaced with another manufacturer. The explanted products were disposed of and thus not going to be returned for analysis.